Manufacturer narrative:
Concomitant medical products: 4524-45 lead, implanted: (B)(6) 1996. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a lead failure in the form of pacing failure in the atrium. The ra lead is planned for explant and replacement in the future. No patient complications have been reported as a result of this event.